Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the silicone segment broke from the side clamp causing medication to spray out of the channel. There is no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, "the rubber part of the IV tubing that goes into the channel of the IV pump, ripped apart from the slide clamp causing medication to spray out of the channel."

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.